Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She underwent a bilateral salpingectomy and hysteroscopy, approximately 6 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("migration of essure device location of device: uterus") in a 44-year-old female patient who had essure (batch no. 721039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included arthritis, bipolar disorder, fibromyalgia, gallbladder operation, post-traumatic stress disorder and rheumatoid arthritis. Concomitant products included allopurinol (elavil) from 2010 to 2012, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2010, hydrocodone from 2010 to 2012, iron from 2014 to 2016, nabumetone (relafen) from 2010 to 2012 and oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet) from 2010 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding"), mood swings ("mood swing"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), migraine ("migraines"), headache ("headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), proctalgia ("rectum pain") and cardiac disorder ("blood or heart disorder/condition"). The patient was treated with amitriptyline, citalopram hydrobromide (celexa), diclofenac, meloxicam, oxycodone, sertraline hydrochloride (zoloft) and surgery ((B)(6) 2016, bilateral salpingectomy and bilateral salpingectomy and hysteroscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and fatigue had resolved, the device expulsion, mood swings, hot flush, headache, anaemia, dysmenorrhoea, dyspareunia, abdominal pain, proctalgia and cardiac disorder outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anaemia, cardiac disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, proctalgia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-dec-2018: pfs and medical record received. Reporter's information was added. Added event blood or heart disorder/condition, she did not undergo essure confirmation test. Updated onset date of events. Concomitant condition, concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("migration of essure device location of device: uterus") in a 44-year-old female patient who had essure (batch no. 721039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthritis, bipolar disorder and fibromyalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding"), mood swings ("mood swing"), hot flush ("hot flashes"), migraine ("migraines"), headache ("headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and proctalgia ("rectum pain"). The patient was treated with amitriptyline, meloxicam, oxycodone, sertraline (zoloft), citalopram hydrobromide (celexa), diclofenac, surgery (bilateral salpingectomy and hysteroscopy on (B)(6) 2016) and surgery ((B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and fatigue had resolved, the device expulsion, mood swings, hot flush, headache, dysmenorrhoea, dyspareunia, abdominal pain and proctalgia outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anaemia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, proctalgia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("migration of essure device location of device: uterus") in a 44-year-old female patient who had essure (batch no. 721039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthritis, bipolar disorder and fibromyalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding"), mood swings ("mood swing"), hot flush ("hot flashes"), migraine ("migraines"), headache ("headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and proctalgia ("rectum pain"). The patient was treated with amitriptyline, meloxicam, oxycodone, sertraline (zoloft), citalopram hydrobromide (celexa), diclofenac, surgery (bilateral salpingectomy and hysteroscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and fatigue had resolved, the device expulsion, mood swings, hot flush, headache, anaemia, dysmenorrhoea, dyspareunia, abdominal pain and proctalgia outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anaemia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, proctalgia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("migration of essure device location of device: uterus") in a 44-year-old female patient who had essure (batch no. 721039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included arthritis, bipolar disorder and fibromyalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation"), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), mood swings ("mood swing"), hot flush ("hot flashes"), migraine ("migraines"), headache ("headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and proctalgia ("rectum pain"). The patient was treated with amitriptyline, meloxicam, oxycodone, sertraline (zoloft), citalopram hydrobromide (celexa), diclofenac, surgery (bilateral salpingectomy and hysteroscopy).essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and fatigue had resolved, the device expulsion, hot flush, headache, dysmenorrhoea, dyspareunia, abdominal pain and proctalgia outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anaemia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, proctalgia and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event abnormal vaginal bleeding, mood swing, hot flashes, migraines, headaches, anemia, device expulsion, dysmenorrhea, dyspareunia, fatigue, abdominal pain, rectum pain added.reporter,concurrent condition,lot number,treatment drug,events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She underwent a bilateral salpingectomy and hysteroscopy, approximately 6 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.